Manufacturer narrative:
With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. The consumer provided details to identify the upc but did not have the package. The UDI device identifier was determined utilizing the upc. The production identifier (lot number) was not provided by the consumer.

Event description:
Consumer reported upon removal of a tampon, the string separated from the pledget. She manually removed the pledget from her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.